Manufacturer narrative:
Device evaluation: underweight, broken shell, brown particles in the surface of the shell. A microscopic analysis was performed which identify broken striated in the posterior side. Based on the device analysis the final assessment is: a striated edge broken on anterior side assessed as surgical damage. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; size exchange.

Event description:
Healthcare professional reported a right side rupture. The device was explanted and replaced.